Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple pockets had failed in auxiliary drawer and also found that small dark marks on the ribbon cable which not dangerous or widespread. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 was having numerous errors because of faulty retractor band and a field service engineer found small, dark marks on the ribbon cable caused by the thermal damage. The field service engineer replaced the retractor band, reseated row cable and replaced a missing bumper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.